Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown tibial tray, unknown; unknown, unknown bearing, unknown; 00545001351, trabecular metalâ tibial cone, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient was revised due to infection greater than one year post-operatively. It was further noted that the patient had recurring femoral subsidence; therefore, the custom implant was made. The femoral subsidence caused a fracture of the femur. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Corrected: updated: catalog #: 00588000500, tibial component precoat size 5, lot # 62033503 catalog #: 00588005012, articular surface with hinge post extension, lot # 61853777 catalog #: 00598801116, stem extension straight long 16mm dia x 155mm length, lot # 61707567 catalog #: 00598801013, stem extension straight 13mm dia x 100mm length, lot # 61779638 catalog #: 00599003501, augment block post size e 5mm, lot # 62081308 catalog #: 00599003501, augment block post size e 5mm, lot # 62099466. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends